Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to reproduce the customer's ft3 result. Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The investigation is ongoing.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against the biotinol component of the reagent was confirmed. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings."

Manufacturer narrative:
The customer performed a tsh dilution test and noted that the results had good linearity. The customer also performed polyethylene glycol (peg) treatment tests. The customer stated that the ft3 recovery rate decreased after 25% peg treatment, while the tsh and ft4 recovery rates did not decrease after 25% peg treatment. The patient sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys elecsys ft3 iii and elecsys ft3 iii ver.2 results from one patient sample tested on the customer's cobas e 801 module with serial number (B)(4), the investigation site's cobas e 801 module with serial number (B)(4)and the investigation site's e 411 analyzer with serial number (B)(4). This MDR is for the ft3 iii v2 assay. Refer to medwatch with patient identifier (B)(6) for the ft3 iii assay. The initial results were not reported outside of the laboratory. The reporter stated that the patient sample was also run in their wako accuraseed analyzer. Based on the discrepant results obtained between the roche and wako assays, the reporter suspected some nonspecific interference in the roche assays. The patient samples were then sent to an investigation site that uses e 411 and e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The ft3 iii v2 reagent lot number used at the customer site's e 801 was requested but not provided. The ft3 iii v2 reagent lot number used at the investigation site's e 411 is 573234 with an expiration date of 31-jan-2023. The ft3 iii v2 reagent lot number used at the investigation site's e 801 is 611920 with an expiration date of 31-may-2023. Refer to the attachment in the medwatch for the highlighted questionable results.